Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a singleday infusor did not flow during infusion. According to the report, the device was filled with 2500 mg of desferrioxamine in 50 ml of nacl 0.9%. 24 hours after connection, the patient noticed the pump was still full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured november 1, 2013 to november 5, 2013. The device was returned for evaluation. Visual inspection revealed no signs of blockage or physical abnormality. A functional flow test was performed; after the luer cap was removed evidence of continuous flow was visually observed at the distal luer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.